Event description:
The unidentified patients clinician performed an implant surgical procedure using a ratchet implant level driver. During the surgical event, the patient swallowed the implant level driver.